Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was exhibiting decreased p-wave measurements and no capture at maximum device outputs. Fluoroscopy revealed the lead had dislodged. A revision procedure was performed and a replacement lead was implanted. The lead was not able to be completely extracted from the patient and the distal portion was surgically abandoned. No adverse patient effects were reported.